Event description:
The complainant reported a patient was escalated to bipella (impella 5.5 and impella rp flex) from an impella cp and during support, the patient had a gastrointestinal bleed. Five units of packed red blood cells were given. Heparin was not used in the purge. However, the representative stated the relationship to the impella is unknown. Care was withdrawn and the patient expired. The patient's demise is associated with the impella cp device and captured under the manufacture report number 1220648-2025-27522-1.

Manufacturer narrative:
The investigation was completed. The patient had a gastrointestinal bleed and five units of packed red blood cells were given. Heparin was not used in the purge. However, the representative stated the relationship to the impella is unknown. The root cause of vascular damage peripheral vessel gastrointestinal bleed cannot be determined since the product was not returned and insufficient clinical details were provided. Abiomed's medical safety officer review the patient's outcome and it was determined that the patient demise would be reported under the impella cp as there is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome. The death is captured in the impella cp manufacture report number 1220648-2025-27522-1. Another manufacture device report will capture the impella rp (serial number (B)(6)) event.